Manufacturer narrative:
A review of the mfg paperwork has been conducted.

Event description:
On (B)(6) 2010, this pt was implanted with four gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported the pt had an angulated proximal aortic neck. On (B)(6) 2010, a proximal type I endoleak and aneurysm enlargement of 4 mm was observed. On (B)(6) 2010, an additional endovascular procedure was performed in an attempt to fix the endoleak and aneurysm enlargement. It was reported the physician did not want to balloon in the pt's proximal aorta, so the procedure was concluded. On (B)(6) 2010, the pt was converted to open repair to treat the type I endoleak, increasing angulation of the aortic neck, aneurysm enlargement, and a severe left iliac limb kink with distal graft thrombus. It was also reported there was retraction of the left iliac limb, which uncovered a 5 cm left hypogastric aneurysm that was increasing in size. The gore excluder aaa endoprostheses were explanted with no issue, and a surgical graft (MFR unk) was implanted. The pt tolerated the procedure.